Event description:
It was reported that the insulin's gauge was inaccurate. Additionally, it was reported that an auto-off alarm occurred. The customer alleged that there had been interaction prior to alarm. The customer¿s blood glucose level ranged from 127-158 mg/dl. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.